Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump lost all the settings. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.